Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a blank display screen. The reporter indicated that the issue did not resolve with rebooting or attempting to adjust the contrast setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the pump powered on with a blank display screen but functional audible and vibratory alerts. The pump was opened and the display screen was noted to be cracked. The display screen was replaced with a test screen and the display returned to normal.